Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade while moving the rv lead in the pocket the physician discovered insulation abrasion on the sense/pace portion between the lead pin and the yoke. The sense/pace portion of the lead was capped, the rv coil and svc coil hv portions were attached to the device and a new lead was placed for the sense/pace. The patient was asymptomatic prior, during and after the case. The patient was stable in the recovery room.